Event description:
The patient contacted animas on (B)(6) 2012, reporting that the ok button required multiple presses to respond for the past several months. The patient stated that there was no damage noted to the pump at the time. The patient confirmed no known trauma to the pump. The patient reportedly wore the pump attached to a belt and cleaned the pump with a damp cloth. This report is made based on the allegation of the button response issue.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing the contrast button was found to be intermittently unresponsive, which has no effect on insulin delivery; all other buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.